Manufacturer narrative:
The device has been rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
During verification testing at the service center, it was noted that the device door roller was broken.